Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that one call service alarm was recorded on 05/16/2014. Visual inspection revealed that there was moisture behind the display. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump emitted a call service alarm during a 24 hour duration test. The duration test was not able to be completed due to the reoccurring call service alarm. The pump case was removed and internal moisture was found inside the pump.